Event description:
Customer reported she woke up with high blood glucose of 400 mg/dl. Treated with the insulin pump but the device has been going off and wasn't sure why. An open circle was displayed on the device. Customer stated she wasn't sure why the device alarmed low reservoir if she had done a set change. It was determined the device had an open circle due to a temporary basal that was going. Customer stated she wasn't sure why the basal was going since she did not program it. Customer was advised the temp basal may have been causing the issues. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected empty circle on display noted. No cosmetic damage noted.